Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged tissue. Visual examination of the lead found an external insulation abrasion that breached the ring electrode lumen proximal to the suture sleeve tie impression. One of the ring electrode cables etfe coating was abraded at this region. The cause of the reported event was consistent with friction to the device can.

Event description:
Additional information received notes that the right ventricular lead was explanted and replaced. The patient was discharged following the procedure.

Event description:
It was reported that the patient presented for remote follow- up via merlin.net. A review of the transmission revealed oversensed noise exhibited by the right ventricular lead. No interventions were made. There were no patient consequences.